Manufacturer narrative:
Three (3) list #011-ch3261, two (2) open/unused and one (1) new. List #011-ch3261, both same lot #14340076 were returned for evaluation. As received, the whole sets were inspected with ultra violet (uv) light, and the presence of errant solvent at the bond connection with the spiros and the drip chamber in 2 out 3 sets was confirmed. The substance was not loose foreign matter. The 3 sets were primed and no occlusions, or flow restriction were noted. The complaint of white powdery substance on the tubing can be confirmed. The probable cause was due to excess of solvent during manual assembly process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 8/4/2025.

Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not yet been received.

Event description:
The event involved a 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger where the customer reported that there were numerous affected sets of 011-ch3261 where a white powdery substance was noted on the tubing above the drip chamber. The customer cut open the tubing and confirmed the white powdery substance is also on the inner tubing which comes into contact with administered chemotherapy drugs. The customer said that the white powdery substance can be easily wiped off by a finger. These sets are required for every chemotherapy infusion set up in their unit. The event occurred upon removal from original packaging. There was no medication being used with this product and was caught before the set was primed or connected to a patient. There was no issue with the integrity of the packaging, fully sealed. Additional sets were used without interruption of care to the patients. There was no patient involvement and no patient harm.